Event description:
It was reported the patient underwent mitral valve replacement surgery. Postoperatively, a tee revealed leaks at the apex of the commissure posts. Cardiopulmonary bypass was resumed, the chest was reopened, and the valve was removed and replaced with another valve (model and serial number unknown) additional information has been requested.